Manufacturer narrative:
Additional information : the device was manufactured between october 06, 2018 - october 08, 2018. Five (5) devices were received for evaluation. All bags were sliced at the top where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a leak at the spike port cap at the base of the spike port tubing of all the samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leak was discovered during filling. There was no patient involvement. No additional information is available.